Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed; the test strips were found to have been bent during the slitting and vailing process.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging bent test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.